Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2015 impedances were documented as case and 2, 3, 10 and 11 as high and there was no known reason for this. No further information was provided.